Event description:
The user received questionable results for calcium on the cobas 6000 c501 analyzer, serial number (B)(4). The event involved 8 patient samples which gave discrepant results. The patient samples were repeated twice, with the first repeat performed on a beckman analyzer and the second repeat performed on this c501 analyzer. Patient sample 1, the initial calcium result gave 9.4 mg/dl, the repeat results gave 8.6 and 8.8 mg/dl. Patient sample 2, the initial calcium result gave 9.6 mg/dl; the repeat results gave 8.7 and 9.0 mg/dl. Patient sample 3, the initial calcium result gave 9.5 mg/dl; the repeat results gave 8.6 and 8.9 mg/dl. Patient sample 4, the initial calcium result gave 10.4 mg/dl; the repeat results gave 9.5 and 9.9 mg/dl. Patient sample 5, the initial calcium result gave 9.7 mg/dl; the repeat results gave 8.8 and 9.1 mg/dl. Patient sample 6, the initial calcium result gave 8.2 mg/dl; the repeat results gave 7.5 and 7.7 mg/dl. Patient sample 7, the initial calcium result gave 10.1 mg/dl; the repeat results gave 9.1 and 9.5 mg/dl. Patient sample 8, the initial calcium result gave 9.8 mg/dl; the repeat results gave 8.8 and 9.2 mg/dl. The patients were not affected as the results were not reported outside the laboratory. The user cancelled the field service dispatch as they loaded a different calcium reagent lot number on board the analyzer and reports no further issues since the calcium reagent lot change.

Event description:
The account alleged the brakes are not working at the left head of stretcher.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.